Manufacturer narrative:
The light was not returned. Photographic evidence was given showing the connection points. The results are inconclusive as to the cause. There are redundancies built into maintaining the light overhead. One that it is threaded into a trolley. In the trolley there are 2 set screws that are secured into position to hold the light in place. Given that the light was installed for 2 years without incident, the likely cause is improper installation by not tightening the set screws. The user manual clearly states that the set screws need to be tightened for proper installation.

Event description:
The light fell. Light landed on the dental chair. There was no pt in the room at the time.